Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. Event occurred within three hours of insertion. The insertion site was the abdomen. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.